Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted on an unspecified date due to infection. A new ipp device was later implanted on (B)(6) 2020. No further information is available.